Event description:
On 11/27/2023, it was reported by a sales representative via email that the fiberlink shuttle sutures from an ar-3680 fibertak button implant system broke during the shutting of the whipstitch. No further information was provided. Additional information was received on 11/30/2023: this was discovered during a subpec bicep tenodesis procedure on (B)(6) 2023. The broken sutures were removed, and the anchor remained implanted. The case was completed using an ar-2290 proximal tenodesis implant system. The case was delayed about ten minutes; however, whether additional anesthesia was administered is unknown. The patient suffered no negative effects on or after the procedure. At this time, the lot number is unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.